Event description:
During the inspection for incoming goods by the distributor, cracks were found on the device. There was no patient contact or patient injury. Linked to mfg. Report number: 3004608878-2017-00089.

Manufacturer narrative:
Investigation completed 5/05/2017. Method: device history review; trend analysis; failure analysis. Device history record reviewed for this product ID manufactured on dec 12, 2016 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. A two year look back for this reported failure and or related to "cracks " for product ID a2111 shows that 2 complaints were received including this case. Both complaints were reported by this customer on the same date. No new design or manufacturing trends have been identified. The defect described in this complaint was confirmed; in both of the swivel adapters there are lateral cracks around the radius of the inner diameter hole. Since the cracks were discovered during the distributor¿s inspection and these units had not been placed in service, would indicate the cracks were present during the final quality inspection before release. Reviewed the completed 1101 form from dec 12, 2016 and the inspector did not note any nonconformance. Conclusion: the crack was likely introduced in the assembly process when the mating threaded rod was inserted; there is a visual inspection step to verify there are no cracks, burrs or sharp edges in the final inspection to prevent this type of defect from release.